Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical details provided.

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support and approximately nine days after start of the support, the patient experienced an access site hematoma in the axillary region. Consequently, heparin was withheld and the patient was given one unit of red blood cells. The patient was reported to be stable following the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.